Event description:
A fellow (surgeon) at the facility, received a quarter sized burn to his upper thigh while using our device. The surgeon was leaning against the device cable, and felt a tingling and shock like feeling to his upper thigh. They were using a ds3.5c during liver surgery. The generator used was a conmed excalibur generator set at 90 watts/coag. The device and grounding pad are being made available for evaluation.

Manufacturer narrative:
The device was returned to tisselink medical for evaluation and investigation. The investigation focused on determinging if there was evidence of a breach in the cable jacket insulation. The conclusion determined that there are no defects or voids in the insulation on the device cable. The low level capacative coupling leakage which was observed is well within the limitations specified by the iec and aami standards for medical devices. Conclusion is that no defect was found and the complaint could not be confirmed. Tissuelink medical will continue to monitor all incidents involving the use of tissuelink devices.